Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's blood glucose was 457 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. The customer was advised their alarm may be caused by a bent cannula or infusion set/site occlusion. Customer also stated their cannula was slightly bent. No additional information provided.